Event description:
The customer reports that during a lap cholecystectomy procedure, the clips kept sliding off the vessel. They would not stay in place. They were formed correctly, just would not stay in place. There was no pt impact. The device will be returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.